Manufacturer narrative:
A medivators technical service representative was informed by user facility personnel that on multiple occasions they used a restrictor for scope instead of the proper hookup. The restrictor is used to run test cycles and run dilators. The hookup instructions for use states, "warnings & precautions - this hookup is intended for connection only with the specific endoscope models identified in the appropriate medivators online hookup guide. Use of this hookup with endoscopes other than those specified by the hookup application guide may result in inadequate hld. Prior to reprocessing, users must verify that the hookup used contains connections for all appropriate channels that require a separate reprocessing connection according to the hookup instructions. Medivators makes no claim on high-level disinfection efficacy when these reprocessing instructions are not followed, or when this hookup kit is applied to endoscopes other than those specified in the online interactive hookup guide." Medivators is not aware of any adverse clinical event associated with this incident and is filing this MDR because the high-level disinfection of devices processed in the dsd-201 endoscope reprocessing system cannot be guaranteed unless devices are processed in accordance with medivators instructions for processing and use. The technical service representative counseled user facility personnel on the proper use and operation of the dsd-201 endoscope reprocessing system, specifically using the proper hookup for processing. No additional issues have been reported.

Event description:
The user facility reported that they were using the incorrect hookup during reprocessing of endoscopes with their dsd-201 endoscope reprocessing system and the scopes were subsequently used during patient procedures. No report of injury.